Event description:
It was reported that a patient underwent a reverse shoulder procedure on an unknown date. Subsequently, a revision procedure has been indicated due to disassociation of the taper and glenosphere baseplate. There has been no revision procedure reported to date.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to accidental mechanical damage.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity" number 7 states, "inadequate range of motion due to improper selection or positioning of components, lack of rotator cuff, and inadequate function of the deltoid." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that a patient underwent a reverse total shoulder arthroplasty on (B)(6) 2013. Subsequently,`revision procedure was performed on (B)(6) 2015 due to pain, loss of range of motion, and disassociation of the glenosphere and taper adapter. During the procedure, the surgeon opted to utilize standard total shoulder components instead of custom implants due to patient anatomy and a custom instrument failing to disengage from a custom central screw. The glenoid components were removed and replaced with a humeral head, taper adapter and a standard screw.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.